Event description:
The hosp reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal but didn't unravel completely during the removal process. The seal was removed without damaging the anastomosis. No pt complications were reported by the hosp. This report is for the seal that did not deploy.